Event description:
It was reported that during a routine device changeout procedure, the right ventricular lead exhibited high impedance and fractured. The lead was capped and replaced. The patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.